Event description:
The customer reported that she accidentally delivered 21.71 units of insulin into her body during an infusion set change. The customer was home alone, and had no juice or glucose tablets with her. The paramedics were called for assistance. When they arrived, the customer's blood glucose reading was 197 mg/dl. The customer was taken to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump had not been exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.